Event description:
It was reported that during a gastric sleeve procedure, the device did not open with the cardridge inside. They had to use another device to staple the device loose from the tissue. The surgeon tried to use the manual release, but did not work also. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 04/07/2009. Evaluation summary: the analysis results found that one ec60 device was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.